Event description:
A customer reported that their pump screen was dark and unresponsive, and the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to check the power source and attempt different charging techniques, including using known working charging supplies and waiting at least 30 minutes for the pump to begin charging, but the issues persisted. Further troubleshooting for the battery not charging issue was to continue, and follow-up was planned. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.